Event description:
The customer's doctor reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis. The caller stated that the user was found unconscious and wearing the insulin pump at the times of the event. The customer's blood glucose was 1200 mg/dl, and upon admission, she was treated with an insulin drip. She complained of nausea and vomiting. She stated that the high blood glucose issue began one day prior to the event. Her settings had been adjusted recently but not prior to hospitalization. The insulin pump passed the high pressure test during troubleshooting. The customer was put back on insulin pump therapy but had blood glucose in the 400 mg/dl range and was put back on insulin drip. She was advised to change the entire set and follow up with a doctor regarding unexplained high blood glucose. She also reported a previous no delivery alarm that was resolved by an infusion set change. The customer's most recent blood glucose was 265 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.